Event description:
The customer reported this right ventricular lead was surgically abandoned (capped) due to high threshold measurements and low impedances. A new right ventricular lead was implanted, and no adverse patient effects were reported. The lead was actively implanted for approximately 8 years, 4 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported clinical observation cannot be confirmed. No measurements were provided and no adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is recognized clinical event referenced in the device's labeled and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same similar type was found or indicated.